Event description:
It was reported that the screwdriver tab broke off during surgery. Intra-operative x-ray confirmed that no pieces were left in the pt. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4): the screwdriver was returned for evaluation. The retaining tab on one side is broken off at the stress relief radius. The broken tab was not returned with part. Microscopic examination of the fracture reveals quasi-brittle fracture with faceted surface, possibly due to change in direction of forces. No indication of fatigue failure. A review of the device history records did not identify any applicable nonconformance to specification.